Event description:
Customer reportedly received the following results on the active system within 10 minutes: lo, 214mg/dl, 246mg/dl, and 166mg/dl. No low blood symptoms reported with these results. No actions taken based on device results. No quality controls used. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Requested return of suspect device and replacement was sent.